Event description:
On 03 august 2024, leica biosystems received a complaint with the following details: ¿underprocessed specimens "peloris ii (serial # (B)(6)) tissue from (B)(6) 2024 came out of the processor under processed and were pretty much un-diagnosable. * how many blocks were on the 4 hour run? 50 blocks total that day-not sure of the mix between 4/8 hour-not an overly heavy day * how many blocks were on the 8 hour run? * were all the blocks on both runs undiagnosable? Both 4/8 hr had issues cutting, but [doctor name] did sign all cases out. Did any patients require re-biopsy / additional surgery? Not that we know of. Do you have any pictures of the peloris screen showing reagent concentrations at the time of discovery? We do not, but nothing was close or errored¿. On (B)(6) 2024, the assigned leica field applications specialist ii - core histology (fas) documented that the complainant advised an incorrect reagent was used on the instrument and that after a full reagent change, no further issues have been reported. On (B)(6) 2024, the leica field applications specialist ii - core histology (fas) documented the affected patient tissue samples were derived from one (1) ¿peloris - factory 8hr xylene protocol¿ executed in retort a and one (1) ¿peloris - factory 4hr xylene protocol¿ executed in retort b, comprising of a total of 50 cassettes. The affected patient tissue samples were not re-processed. Leica biosystems melbourne received information from the fas that ¿after discussing with the customer all patient tissue was diagnosable except for 1.¿ re-biopsy was recommended for the one (1) patient where patient tissue was unable to be diagnosed. An age and gender were provided for the affected patient.

Manufacturer narrative:
Information received from the assigned leica field applications specialist ii - core histology (fas) detailed ¿customer has new staff. Believes wrong reagent was put on p2.¿ details of the reagent replacement were not available to the manufacturer. The fas detailed that subsequently the reagents on the instrument were changes and ¿p2 has been running without issue since change. Tissue has not been affected since changed with new reagent.¿ the root cause for the sub-optimal processing of patient of patient tissue samples reported from the affected runs was a use error. Specifically, when replacing reagents on the instrument, a user replaced the ¿¿wrong reagent¿¿. Details of the reagent replacement were not available to the manufacturer. The manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿